Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed on (B)(6) 2009 and performed to specification up to the (B)(6) 2015. During this time a new pad-pak was installed. Investigation was unable to replicate the reported fault. The device had performed to specification from installation up to and including receipt at heartsine. There were no ten minute manual power ups recorded in the history log, therefore it is assumed the customer returned the device in response to the field safety corrective action, without having found a fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.